Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision results. Results are as follows: date: (B)(6) 2013, inratio: 1.6, repeat: 2.4. Time between testing was reported as a few minutes. Pt's therapeutic range is 2.0 - 3.0. Repeat test was performed on different finger.